Event description:
A report was rec'd from a user facility in the USA stating dr (B)(6) was doing extrusion using fluid and switched to air and then went to vitrectomy and then back to air. At that point the air pressure stopped. The surgeon removed the handpiece and plugged the eye. The handpiece was checked with fluid and air again and the air pressure resumed. During this process, the pt developed a choroidal hemorrhage. An update of the status of the pt was rec'd on (B)(6) 2012. The surgeon reported the pt is doing well and he does not expect this event to impede the long-term prognosis.

Manufacturer narrative:
The device has been rec'd and the eval is pending. A supplemental report will be submitted when the eval is complete. Sterilization and lot history records for this device were reviewed and found to be acceptable. An eval of the stellaris pc surgical system that was in use during this event found the system was functioning within specification.